Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing causing loss of capture on both the right ventricular (rv) lead and the atrial (ra) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 should have coded for not returned.